Event description:
Pt died in a house fire at 19:53 on (B)(6) 2021. Pt was on 6l continuous oxygen via nc via oxygen concentrator. Initial discussion with deputy fire marshall (B)(6) of the (B)(6) indicates the concentrator is not suspect as the source of the fire. Contact deputy fire marshall (B)(6) at (B)(6), for further info related to this investigation.